Manufacturer narrative:
Result: missing footboard lid with sharp metal hinges exposed. Power cord plug with loose/bent power prongs.

Event description:
It was reported by service report that the bed had intermittent power due to the main power cord prong being loose and bent and a missing footboard lid with sharp metal hinges exposed. No pt involvement or adverse consequences were reported.